Event description:
Clinical report states that patient's greater trochanter and calcar were fractured during implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-24379. This report, 1818910-2013-24126, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-24379.

Manufacturer narrative:
Clinical report states that patient's greater trochanter and calcar were fractured during implantation. (Left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.